Event description:
The customer alleged they received a questionable glucose hk gen. Three 3 (gluc) result on their c701 analyzer for one patient. The units of measure were not provided. The customer stated there were definitely no air bubbles on the sample as it was centrifuged off line and front loaded onto the analyzer. The patient's initial gluc result was 0.0. The sample was repeated and the result was 0.0. The result of 0.0 was reported outside the laboratory. The clinician questioned the result and asked that the sample be repeated. The repeat result was 16.2. There were no adverse events. The gluc reagent lot number was 669012 and the expiration date was not provided.

Manufacturer narrative:
This event occured in the (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Based upon the information provided for investigation, there was no sample pipetted for the initial measurement. It was noted that the customer was not using the recommended rack adaptors, theerfore tube misalignment is a possible cause for this event.